Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is freezing up. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.